Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, hospitalization and motor error from the insulin pump. The customer's blood glucose reading during emergency room visit was 1162 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer stated that the motor error occurred during bolus and basal. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there were no motor position encoder errors in the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted. No alarm noted in the alarm history screen. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside of the device and passed. The insulin pump passed the displacement accuracy test.